Event description:
A medtronic rep reported the open spine clamp has a tightening screw that is stripping and should be replaced. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Device MFR date not available at time of this report. RMA issued. Replacement part shipped on (B)(4) 2011. Investigation of returned part find the adjustment screw is not stripped as reported. The movement is normal throughout the travel. The clamp face is very slightly bent, but does not effect function. No problem found. Part is fully functional, however, the part was dispositioned as 'scrap'.